Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and immediately emitted a cs 069 call service alarm that could not be cleared. The pump black box data recorded the alarm as a cs 087 call service alarm, and the alarm was the result of a failed u39 component on the printed circuit board. Unrelated to the complaint, the piston cap was completely detached and missing from the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.